Event description:
It was reported that,"the pin puller no longer pulls pins; wore out. Had to use pliers for the case."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.